Manufacturer narrative:
Concomitant medical products: 6935m62 lead implanted: (B)(6) 2021, 2088tc lead implanted: (B)(6) 2018, fr995-27 valve implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a possible infection. The cardiac resynchronization therapy defibrillator (crt-d) and the right ventricular (rv) lead were explanted. The left ventricular (lv) lead was capped. The system was replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.